Manufacturer narrative:
(B)(4). UDI (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: femoral stem beaded fullcoat 12/14 neck taper lm body ext. Offset size 14 14 mm distal dia. 160 mm length. Concomitant medical products: 00877503204 bioloxâ® delta, ceramic femoral head, xl, ã¸ 32/+7, taper 12/14 2718902, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty and subsequently the patient was revised a month later. The stem was revised due to femoral pain. Surgeon suspected stem may be loose, but upon removal appeared to be well-fixed. Attempts were made to obtain additional information; however, none was available.